Event description:
Device analysis was updated.

Manufacturer narrative:
H3: during the acceptance inspection, the requested phenomenon and abnormal sound occurred during the operation of the handpiece were observed. Upon conducting an internal inspection, deterioration of parts such as stainless balls, o-ring, middle housings, shafts, collars, nose, and bearings were observed due to dirt and rust. 1 minute pre-repair temperature(degree celsius): rear:29.1; middle:32.9; nose: 49.7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that device was overheating, overheating observed after 1 minute. No known patient impact.

Manufacturer narrative:
Analysis found the device was noisy, rusty and dirty from inside. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.